Event description:
It was reported that, on (B)(6) 2012, the patient walked through a security gate with her stimulator turned on. She then experienced a shocking sensation and an "uncomfortable feeling" from her implanted neurostimulator. Stimulation was turned off, but the patient experienced the socking sensation for another hour and a half. It was noted that the therapy had been working great in the past and that the shocking had stopped. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model 3093-28 lot#v470212 implanted: (B)(6) 2010 explanted: na; programmer model 3037 serial# (B)(4).